Event description:
A healthcare professional reported that the patient had an allergic reaction to the nti-tss plus upper arch appliance that was issued. The patient first used the device on (B)(6) 2024. The patient reported the reaction on (B)(6) 2024 and discontinued using de device. The provider reported that the patient broke out around her mouth, lip swell and had a rash when using the appliance. Patient has not had an allergy test. It was reported that the device was rinsed with water prior delivering appliance to patient and that the patient-maintained appliance with water and toothbrush. No other issues reported.

Manufacturer narrative:
The device has been returned to glidewell, however, it has not been received by complaints team department for analysis. Should the device be received, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).